Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
Complainant alleged that during a shift check the autopulse resuscitation system displayed a user advisory ua 16 (timeout moving to take-up position) message. Customer also reported that the lifeband drive shaft could not be rotated. There was no report of any patient involvement. No additional details were provided.